Manufacturer narrative:
(B)(6) hospital. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) had no external power alarms. The patient was asymptomatic.

Event description:
It was reported that the power cord came off from the wall outlet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a loss of external power event while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log file for review with no specific issues noted. Technical service reviewed the log file and replied to the customer. A loss of external power event while using the mpu was noted. The event was resolved by switching to battery operation. The event log file contained approximately 4 days of patient event data. There was one loss of external power event. The patient was using the mpu when the event occurred. The event was 10 seconds in duration. The controller operated on backup battery power during the event. The mpu was the power source when the event occurred. However, batteries were installed to resolve the event. The battery capacity (rsoc) indicators and cable voltages corresponded to a brief loss of mpu output. The customer replied to requests for additional event information. The wall outlet that the mpu was connected to was damaged. This resulted in the loss of ac power to the mpu. The log file corresponds to the reported information. The root cause of the event was damage to the ac power source at the patient¿s residence. The mobile power unit (mpu) assembly was made in 2019oct. The unit was packaged and placed into stock on 07nov2019. The unit was sent to the customer (nipro) on 25nov2019. Per the packaged assembly , the unit was sent to the customer with a locking ac power cord for the mpu. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook - ¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm) and the heartmate 3 lvas IFU ¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm¿. No further information was provided. The manufacturer is closing the file on this event.